Event description:
Reportedly, upon a reply dr pacemaker interrogation during scheduled follow-up, the following messages were displayed in a pop-up window: - "pm is in mode switch" - "pm switched from aai to ddd". The physician thinks that the messages should be displayed in a chronological order, because the pacemaker switched to ddd mode first, before entering in fallback mode switch (ddi mode) due to atrial arrhythmia. Current display order is confusing, according to the physician. No files were provided to the manufacturer, but the reported behavior was easily reproducible with a pt simulator and a demo device.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Methods: tests performed on a similar demo device. Reportedly, upon device interrogation, the following messages were displayed: "pm is in mode switch". "Pm switched from aai to ddd". The physician thinks the order of the messages is confusing. No files were provided by the physician, but the reported behavior is reproducible with a pt simulator and a demo device. When the device operates in safer pacing mode, if there is a switch from aai to ddd on avb criterion, then a switch from ddd to ddi because of an atrial arrhythmia, changes in pacing modes are recorded in the implant, as specified. Upon device interrogation, if the pacing mode has not changed, the most recent message about pacing mode is displayed first (switch from ddd to ddi). There is no pt safety issue. This complaint report can be qualified as an enhancement request. Therefore, all info about this request has been transferred to marketing department for eval.